Event description:
The physician reports performing cataract surgery with implantation of a crystalens in the right eye. Postoperatively, the lens vaulted and a capsular tension ring was inserted. The patient's preoperative bcva was 20/30- with mr -1.00 - 1.25 x 097. Postoperatively (prior to any interventions) the patient's bcva was 20/30 with mr -1.75 + 1.50 x 180. The patient's current bcva is 20/40 with mr -2.00 + 1.50 x 180. The surgeon is planning to exchange the iol.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).